Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an unintended alert from the remote monitoring system was received by email at the hospital.

Event description:
Reportedly, an unintended alert from the remote monitoring system was received by email at the hospital.